Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 774389-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included infection nos and multiparous. In 2010, the patient experienced vulvovaginal pain ("vaginal pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("urinary tract infection"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2011, the patient was found to have weight increased ("weight gain / loss: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with surgery (essure coils removal, laparoscopic salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vulvovaginal pain, cystitis, urinary tract infection, dyspareunia, vaginal discharge and fatigue was resolving and the genital haemorrhage, abdominal pain, abdominal pain lower, mood swings, depression, allergy to metals, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: both tubal ostia and essure coils were placed without complications, with three coils visible in the left tubal ostia and two coils visible in the right tubal ostia. The essure coils were noted to be in the tube, and the remaining portion of the essure coil was removed with the malyland forceps. Current weight 160 lbs. Approximate weight at the time of essure placement 136 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 8-dec-2018: update of information (batch is not valid) product technical compliant. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.